Manufacturer narrative:
The bactiseal catheter (ID 823073) was not returned for evaluation as the product was discarded as per customer; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined; however, the possible root cause for the issue reported by the customer could be linked to the patient and hospital surroundings. A review of the sterilization certificate conformed to the specifications when released on the 16th march 2021. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports. Other mfg report number: 3013886523-2021-00512, 3013886523-2021-00513. A facility reported a hakim valve (ID 823832), a bactiseal ventricular catheter (ID 823073) and a bactiseal peritoneal catheter (ID 823074) were implanted in a (B)(6) year-old female patient on (B)(6) 2021. An infection was found on (B)(6) 2021 during a follow up visit. A complete blood count (cbc) and cerebrospinal fluid testing were performed and type of organism is unknown. The valve and both catheters were retrieved on (B)(6) 2021. After antibiotic therapy, the products will be replaced.